Event description:
On (B)(6) 2011, pt reported the up arrow button on the infusion device is no longer functioning. Pt reported she first noticed the issue while attempting to deliver a bolus. Pt reported the up button sometimes functions if it is held down for several seconds, but last night the button stopped working entirely. Pt has switched to her backup infusion device. Pt stated the up button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.